Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: two photos and one sample were received by our quality team for evaluation. The sample was subjected to visual inspection for a clogged needle. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. After investigation, the probable root cause could be that the drive roller set screw was loose. There is a vision system at the assembly machine to detect the clogged needles and reject the nonconforming part. This nonconformance might have occurred at the reject station due to an inconsistent rack travel towards the reject station, leading to the part to be rejected incorrectly. Action has been taken to tighten the set screw on the drive rollers with tread locker. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 50 needles 18g 1-1/2in tw was clogged. The following information was provided by the initial reporter: "end users are facing issues while aspirating and dispensing medication with bd precision glide needles 18g".